Manufacturer narrative:
(B)(4). D4: possible lots: 319945 or 348418. G2: japan. H6: mechanical (g04) ¿ drill. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill fractured during post-operative cleaning. The broken tip was lost. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h4, h11. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint can be confirmed through the returned product analysis. Further analysis shows that the drill has fractured near where the fluted portion of the drill meets the drill base. A visual inspection was conducted on the returned drill. The drill shows signs of attempted use including heavy marking and scratching on the drill surface. A dimensional analysis identified the tip was conforming. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified user error. IFU 01-50-1260 rev f, warnings and precautions for the use of the twist drills, states within the instructions for use section, discard all used drills utilizing proper sharps protection; do not clean or resterilize contaminated drills. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.